Event description:
I received surgery to repair 2 inguinal hernias (one on each side of body). It was repaired laparoscopically by surgical robot using mesh. The surgery itself was uneventful but I never recovered. I have chronic burning inflammatory pain in the area of mesh over 1 year later prevents me from walking long distance or doing various exercises. I have severe scar tissue across my pelvis and abdomen tightening my pelvis and upper thighs make movement and standing painful. I had nerve pain across my pelvis and radiating into the tops of my thighs for over 6 months post-surgery. Ref report: mw5157885.